Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a less than 10 mm polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, there were multiple snares that were not cutting through the polyp and would not come out of the sheath. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.